Event description:
It was reported to boston scientific corp that on (B)(6), 2009 that a ultra xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the physician found that the cut wire was twisted after bowing the sphincterotome. The physician was unable to complete the procedure with this device as the twisted cut wire was not able to hold a proper shape for cutting. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - cut wire twisted, unable to hold proper shape. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).